Manufacturer narrative:
H6: code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code d15-there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent an off-label procedure (transfemoral electrosurgical septostomy) to treat a dissection utilizing gore® excluder® thoracoabdominal branch endoprosthesis and gore® excluder® iliac branch endoprosthesis (iliac branch component). The physician also planned to leave the right renal artery unstented. It was reported as there was a tear in the patient's septum from the chest to patient axis point on the leg to perform this procedure, there was a flap. Due to this flap, the right renal was not visible via angiogram. It appeared the right renal artery was occluded due to this flap. The occlusion was not attributed to any gore devices that were implanted. It was also reported, the common iliac was very angulated, and physician could not get the wire to the gate. The gate of the ibc component appeared constrained, so currently there is no seal in the left common iliac, and the internal iliac was left unstented. The patient will undergo reintervention surgery to plug the right renal portal, and to determine if the internal iliac can be stented, or physician will cover and coil the internal iliac artery. The reintervention surgery has not been scheduled. No further patient or case information is available.